Event description:
During a follow-up angioplasty, the doctor decided to place another stent next to a previously deployed stent. The stent became stuck in the sheath while advancing. The stent came off the balloon and the doctor had to remove the sheath, catheter and stent all together.

Manufacturer narrative:
A follow up report shall be submitted upon completion of the investigation of this event.